Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an x-ray revealed that the right ventricular (rv) lead dislodged from the implant position. As a result, loss of capture, and noise resulting in oversensing and inappropriate defibrillation therapy was observed on the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.